Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced an infection at the site of the implantable pulse generator ipg post rta. The patient underwent an explant procedure where the ipg was removed. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding this adverse event or the patient outcome.

Event description:
It was reported that the patient experienced an infection at the site of the implantable pulse generator ipg post rta. The patient underwent an explant procedure where the ipg was removed. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding this adverse event or the patient outcome.